Event description:
It was reported by the patient's spouse that the patient through the device delivered a shock. Therefore the patient presented and a device check revealed the patient received a "mini shock" and that the device did what it should have done. It was further reported that apparently nothing happened and the patient family member requested a conversation with the company representative for clarification. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4193 implantable pacing lead (B)(6) 2006; concomitant product: 5076 implantable pacing lead (B)(6) 2006. (B)(4).